Manufacturer narrative:
A sample was not received for analysis therefore, we can not come to a root cause.

Event description:
Patient receiving high dosage inotropes via alaris pump asset no 509889. Pump alarmed occlusion. Patient's blood pressure stable, alarm reset but pump continued to alarm. Patients bp then began to fall. Previous infusion recommenced and occluded pump switched off. Patients bp became unrecordable and CPR commenced. Mini jet bolus of adrenaline administered. Patients bp recovered. Other pump brought to recommence original infusion. Pump asset no 11424 read syringe force error sf10. Further pump brought into use. Patients central line appeared patent with no problem infusing via site pump had originally suggested occlusion.